Manufacturer narrative:
No complaint was received with the return of the device. A partial distal lead was returned in one piece. Final analysis found external insulation abrasion at 38.5-38. Cm from the distal tip, consistent with friction to the device can. The etfe coating was not abraded in this region.

Event description:
This report is to advise of an event observed during analysis.